Event description:
Boston scientific received information that this right ventricular (rv) lead had demonstrated multiple oversensed noise episodes with other stable measurements. However, recently fluctuating changes in the pacing impedances have been reported. Measurements ranged from 550 ohms to 1400 ohms to 700 ohms and then up to 1000 ohms. The device was reprogrammed to avoid unnecessary therapies. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the pocket was reopened due to ongoing right ventricular (rv) lead issues. The setscrew was found to be loose. The device was electively explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--